Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was 72 mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further info available.